Event description:
Post-op calaxo. Original surgery was performed (B) (6) 2006 on the left knee. Pt experienced pain. On (B) (6) 2007 post calaxo surgery was performed. Arthroscopic removal of loose body from the left knee with documentation of graft failure. Removal of painful protruding bone graft from the proximal tibia.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4).